Manufacturer narrative:
Addition information received on 05/03/2022 and section h 11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleged water leaks out of the new tray. Then in device mold growing on. There was no serious patient harm or injury. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service centre, there was no error code found. The manufacturer service center concludes that they couldn't confirm the customer's allegation and unit passed the final test. Evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid was updated.

Manufacturer narrative:
"The exact recall number is unknown. Possible recall numbers include z-1972,z-1973, and z-1974."

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleged water leaks out of the new tray. Then in device mold growing on. There was no serious patient harm or injury. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.